Event description:
See h10 narrative.

Manufacturer narrative:
Upon receiving additional information of the reported event, this device was determined to be not reportable. Per design, this product is intended to fail/break to prevent the user from exerting an excessive force on the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, the hex screwdriver broke. There was no surgical delay nor patient impact. It was reported that no further information is available.